Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and noted a recorded episode that indicated several premature ventricular contractions (pvcs) which converted back to normal sinus rhythm without device therapy. It is undetermined if this pvc event occurred at the same time as the syncopal event. Ts also noted farfield signals on the atrial channel which was correctly marked as noise by the pacemaker. Ts also noted a drop in atrial and ventricular pace impedance measurements several months prior, which were still in range of expected values and have remained stable since then. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that there are no allegations that the device caused or contributed to the previously reported syncope. There are no further follow-up or interventions planned for this patient.